Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient reported obtaining blood glucose readings of "216 and 97 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As part of his diabetes regimen, the patient claimed he is on insulin. As a result of the alleged inaccurate results, the patient claimed he administered his dose of insulin (type and dose unknown). The patient stated he began to feel shaky and light headed 30 minutes after the alleged issue occurred; which he associated as low blood sugar symptoms. In response to his symptoms, the patient indicated he ate some candy bars. The patient stated no other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the results obtained were from the same approved sample site, the subject meter's unit of measure was set correctly, and the patient's process for testing was correct. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate readings on the subject meter, administered treatment based on the alleged result of "216 mg/dl", and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(6) 2011:the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.